Event description:
During pta of a chronic total occlusion lesion in the right anterior tibial artery, the balloon ruptured at 6 atm. During inflation, it also appeared that contrast was leaking from one of the devices. Balloon deflation was completed without any problem. The lesion was heavily calcified, mildly tortuous with 100% stenosis. The procedure was completed successfully with other product (detail unknown). There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
Please note that this device is available for testing and evaluation but the engineering report is not yet available. Additional information regarding the procedure has also been requested, and will be submitted within 30 days upon receipt.